Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During a surgical procedure, no x-ray was available. A system restart was attempted, however, it was unsuccessful and did not resolve the error. At this time we are unaware of any impact to the state of health of the patient involved. Additional details have been requested for investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The analysis of the log files showed that the system was frequently used for cardiac interventions with the highest possible performance (e.g. At 125kv with modified organ programs). Frequently used extreme boundary conditions of the radiation parameters usually lead to premature wear of the monoblock. However, operation at the maximum rated power also represents the maximum load on the components and has an effect on their service life. In this case, the subsequent defect finally led to the unavailability of x-rays. The error was not caused by a factory setting, but by a customer-specific presetting of the organ program, which permanently forced the system to an extremely high load. The prolonged overloading of the monoblock ultimately led to increased wear. Siemens is planning to update the relevant instructions for use in order to draw customers' attention to this fact and recommend that they use the factory standard parameters wherever possible. The affected monoblock has been exchanged on site by the local service organization. The x-ray parameter settings (organ programs) were reset to factory defaults to reduce the risk of premature wear of the monoblock and the operators were trained to use the appropriate settings. The instruction for use will be updated accordingly.